Event description:
It was reported that an alarm 22 occurred, the wake button was unresponsive and subsequently the customer was experiencing difficulty powering on the pump. Additionally, the touch screen was unresponsive. Customer experienced a blood glucose (bg) displayed as "low" on the continuous glucose monitor. Multiple follow-up attempts to perform troubleshooting were made by tandem technical support however the customer did not respond.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.